Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/24/2016 with the following findings: during testing, the battery compartment was cracked and the display screen was blank. Unrelated to these issues, the investigation revealed the pump casing was cracked between the keypad and the case seal at the lower right corner. Another unrelated issue, the pump¿s cover was removed and inspection found moisture corrosion on the u20 and u19 components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a blank display screen. This report is made based on results of investigation completed on 8/24/2016.